Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number, device serial number/lot number and catalogue number is unknown, no product information has been provided to date. Device expiration date and device manufacturing date are not available.

Event description:
It was reported the customer found that the cuff didn't inflate upon adding significant amount of air. Customer applied continuous pressure to the balloon in order to break open the cuff. Event occurred at the hospital and resulted in temporary patient harm that was reversed. It required further interventions which included reintubating the patient multiple times causing concern for airway edema and inflammation. This was discovered after the trach had already been placed and discovered on trouble shooting. Customer stated that he have the trach in which he broke open' the cuff by applying continuous pressure to the pilot balloon. As far as the actual trach used, it's been disposed.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. No device was returned. A video was received and provided limited information. The device appeared well used with unidentified matter on the connector tube and cuff. It was difficult to determine if the visible matter was on the outside of the cuff or the inside of the cuff. If there was foreign matter inside the cuff, some of it may have traveled inside the lumen causing a blockage resulting in increased effort to inflate the cuff. Solely reviewing the video did not highlight any concerns since the small sizes may take time for the sterile water to pass from the pilot balloon though the lumen to the cuff. It is normal for the pilot balloon to expand until the fluid reaches the cuff. The instruction for use, states to attach a syringe to the pilot balloon and inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while massaging the cuff. If the cuff still does not inflate, use a new tube. Once the cuff is verified to inflate, the device can be inserted and only pressure applied to the pilot balloon is necessary until the volume of fluid has passed to the cuff. Reviewing the video did not identify a manufacturing defect with the device. A device history record (DHR) review was unable to be performed as the lot number for the device is unknown. Complaints are analyzed for trends and there is no current trend of endotracheal tubes being difficult to inflate. No corrective actions are recommended at this time.